Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified a tibial plate with signs of implantation as foreign material is seen on the device. No cement is adhered to the surfaces of the implant that can be seen in the photograph. As the device was not returned further evaluation could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately twelve (12) years and seven (7) months post-implantation, the patient presented with knee pain. Subsequently, the patient underwent revision surgery in which the tibial component was found to be grossly loose with no cement adhered to the surface. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.